Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient stated the g5 mobile application did not show readings for several hours. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The complaint confirmation of no readings could not be determined. A root cause could not be determined via data. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.